Event description:
Allege complaint: a customer has reported that the staplers have misfired or would not fire at all. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review did not show issues related to complaint. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine to root cause for the defect reported and a corrective action for it. However, the manufacturer will continue to monitor and trend relating complaints.